Manufacturer narrative:
Aspen surgical received a report from the distributor, indicating that product was found with seal issues. It was found that the protrusion bar used to detect out of pocket parts on the production line will push the treated sponge product out of the pockets if the plastic backing on the sponge is warped. Root cause was machine error. Operators boxing the sponges should also detect seal errors during packaging. This was reviewed with the production team. We will continue to monitor the situation for any additional relevant information. This report can be considered final, however if we discover any additional relevant information it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that two dr fog sponges were discovered to have sealing issues. The items were not in use. No injury/death was reported. Customer reported the issue for multiple lot numbers. Lot numbers and respective complaint numbers are as follows: (B)(4), (lot 323362) and (B)(4), (lot 327499).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual devices were not returned for evaluation. The manufacturing lot numbers were provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that two doctor fog sponges were discovered with sealing issues. The items were not in use. No injury or death was reported. Customer reported the issue for multiple lot numbers. Lot number and respective complaint numbers are as follows; (B)(4) lot# 323362 and (B)(4) lot# 327499.